Event description:
It was reported that pump battery did not hold charge. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance from technical support, and no additional information was received regarding the outcome of the event.